Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the immediate dental implant and abutment were placed in the mouth, the implant did not integrate in type ii bone. Clinician reports patient's pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that 2 weeks after the immediate dental implant and abutment were placed in the mouth, the implant did not integrate in type ii bone. Clinician reports patient's pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).